Manufacturer narrative:
Concomitant medical products: product ID 3587a, implanted: (B)(6) 1998, explanted: (B)(6) 2013. Product type: lead: product ID 37083, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37711hj serial # (B)(4) showed no significant anomalies. Analysis of lead model 3587a showed no significant anomalies. Analysis of extension model 37083 serial unknown showed no significant anomalies. Analysis of plug accessory model 3550-29 showed no anomalies.

Manufacturer narrative:
(B)(4)analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that a patient's system "no long provided stimulation" so the patient was taken to the operating room (or). During surgery it was discovered that the lead had been severed due to bone that had grown over the tail of the lead at the point that was closest to the paddle. It was noted that the lead was implanted in 1998. It was stated that the extension had been damaged as well. The surgeon replaced the lead and the extension. When it was connected to the implantable neurostimulator (ins) the impedances were high. A new ins was used and the impedances were "normal". It was reported that there was no patient death or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.